Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the hospital technologist experienced resistance while advancing a pod coil through its introducer sheath. Subsequently, the hospital technologist retracted the pod coil and attempted to re-advance it; however, resistance was encountered again. Therefore, the pod coil was removed from the lantern and it appeared to be kinked. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.